Event description:
Customer reported he was hospitalized due to high blood 523 mg/dl, treated with manual injections. Customer didn't have any symptoms. Customer stated the cause of the hospitalization was low sodium, high potassium, and diabetic ketoacidosis. Customer was advised to disconnect from the device. The drive support disk was normal. No air bubbles or leaks. Customer did a manual prime in the air and insulin did exit. Customer performed high pressure tested, the device passed. Customer was advised to change entire set, cannula was not bent. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.